Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetry battery voltage. Device battery data longevity estimator was grey. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the cardiac resynchronization therapy defibrillator (crt-d) exhibited a grey battery bar and the longevity estimation was not available. The crt-d was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory indicated there was a low telemetry battery voltage. The analyst noted they interrogated device on programmer and gray bar had recovered. If information is provided in the future, a supplemental report will be issued.